Manufacturer narrative:
This report is being supplemented to provide additional information based on information from the reporter (refer to b5) and the legal manufacturer's final investigation. Based on the investigation, it is likely that the user could not reprocess the subject device as the biopsy channel was clogged with foreign material. The material clogging the channel was identified as an endo therapy accessory. A definitive root cause cannot be identified. The instructions for use (IFU) addresses this failure: detection method is described in IFU below. Operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer¿s allegation of the clogged channel tube was found during reprocessing.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Foreign material resembling an endoscopic accessory was found in the channel tube. This caused material to come out of the distal end. Additionally, there was a pinhole on the bending section cover, which caused the insulation resistance value at the distal end to not meet the standard value. The bending section adhesive was detached and the a worn angle wire caused the bending angle in the right direction to not meet the standard value. Additional questions were requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported that the channel tube on the evis exera iii duodenovideoscope was clogged. During inspection and testing of the returned device, foreign material resembling an endoscopic accessory was found inside the channel tube. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.